Event description:
The company received a report that during a endoscopic inspection, a tear was observed in the pilot balloon of the device. The reported indicated that device had been in use "several days". Information provided suggest that recannulation of a replacement tube is unknown however, multiple attempts have been made to collect further information related to the reported event, with no response to date.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.